Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: visual inspection revealed that the bolus button was detached and there were signs of corrosion observed around the bolus button contact. The pump was found to have a bolus button leak. The pump powered on with three beeps, a blank display, and functional audio and vibratory features. Testing could not be completed due to the blank display screen. A review of the black box indicated rebooting occurred on the reported event date. There were no alarms related to the complaint observed in the pump history. Investigation revealed moisture and corrosion damage on the pcb, display connections, and surrounding circuitry.

Event description:
On (B)(6), 2012 the reporter, the patient's father, contacted animas to report the pump would intermittently lose power. The patient noted the audio bolus button was missing and the pump had been exposed to water. There had been no trauma to the pump. The reporter also stated there was no damage or corrosion seen on the pump, and the battery cap was secure and tight. The issue was not resolved. The patient suffered no injury due to the reported pump power issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. The report is under the requirements of